Manufacturer narrative:
(B)(4). The certas valve was returned for evaluation: review of the history device records for the valve product code 82-8814pl was not possible as the lot number and was unknown. Failure analysis - the valve was visually inspected, needle hole in the needle chamber was noted. The valve was hydrated. The position of the cam when valve was received was at setting 1. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no functional issues were noted.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Additional information received: patient's initials: (B)(6). Date of implant: (B)(6) 2020 date of explant: (B)(6) 2020. Date of malfunction: (B)(6) 2020. Valve malfunction: when valve was tested alone, slow distal runoff. After being flushed forcefully, tissue pushed out of the distal valve stem. Tissue was sent to pathology for examination, found to be choroid plexus. Signs/symptoms of malfunction: bulging anterior fontanelle, intermittent vomiting, poor po intake, lethargy. Delay in procedure: no. Issue discovery: after implantation. Present patient condition: recovered to baseline. Priming was performed successfully prior to valve insertion. The medical staff successfully changed the valve settings prior to the revision surgery, no patient improvement; therefore, it was replaced. Other mfg report numbers: 3013886523-2020-00048, 3013886523-2020-00049, 3013886523-2020-00050, and 3013886523-2020-00047.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h6, h10. Unique device identification (UDI): (B)(4). The certas valve was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the certas valve failed and was replaced.